Manufacturer narrative:
The returned device was evaluated and found to be within specification.

Event description:
In this event a doctor reported that a low speed straight attachment overheated; no injury resulted and no intervention was required.